Event description:
Reportable based on device analysis completed on 05mar2025. It was reported that visualization issues occurred. The target lesion was located in the posterior descending artery. The opticross ic imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter image was dark and blurry. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed tip detachment and a twisted imaging window.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). The device was returned for analysis. Visual inspection revealed the telescope and sheath were kinked. Visual and microscopic inspection revealed the distal tip was detached and the imaging window was twisted. Impedance testing showed an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). The device was returned for analysis. Visual inspection revealed the telescope and sheath were kinked. Visual and microscopic inspection revealed the distal tip was detached and the imaging window was twisted. Impedance testing showed an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 05mar2025. It was reported that visualization issues occurred. The target lesion was located in the posterior descending artery. The opticross ic imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter image was dark and blurry. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed tip detachment and a twisted imaging window. It was further reported the lesion was a common type a and that no resistance was encountered while advancing or removing the device.